Manufacturer narrative:
H3: the system was serviced in the field again and software was reinstalled in the actual central processing unit (cpu). Backup was restored. User manual was installed. The cpu worked properly. Regarding the movement control board, the medtronic representative (rep) adjusted the potentiometers, and the wheels then drove properly. The image acquisition system (ias) was okay. The system was up and running. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the complementary metal oxide semiconductor (cmos) battery of the central processing unit (cpu) was replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A0508 was coded for the beeping. A051206 was coded for the system moving forward on its own. A110201 was coded for the cpu not booting up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the imaging system moved forward on its own while in surgery. The system was also beeping. In addition to the initial reported issues, it was also reported that the central processing unit (cpu) would not boot. There was no delay to the procedure, and the procedure was successfully completed. There was no reported impact on patient outcome.